Manufacturer narrative:
Additional information received on (B)(6) 2025, physician reported that the patient is 48 years old female, with atrial fibrillation and on anticoagulation therapy, which presented with vaginal bleeding requiring emergent intervention. Patient received a hysteroscopy, myomectomy and endometrial ablation on (B)(6) 2025. On day 10 post op, patient reported pain and decreased appetite. On day 12 inflammation and decreased appetite and bloating. Patient was admitted to the hospital for further testing and white blood cell count was normal and CT scan showed no free air or fluid but inflammation of fallopian tube. Diffuse tenderness was observed. Patient was started on antibiotics and no white blood cell increase nor infection signs. Patient received 2 more CT scan with oral contrast and intravenous contrast and no free air was observed but inflammation and ascites, a small bowel obstruction was observed. At this point no injury has been reported but patient remains distended and tender. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on august 13th, 2025 that the patient underwent a novasure procedure on (B)(6) 2025, patient was later hospitalized with abdominal pain due to suspected thermal injury. No other information available.